Event description:
It was reported that the shaft of the penta kinked during insertion into the guiding catheter. After the physician straightened the kink, the device was used anyway (against IFU), and the distal portion of the sds separated in rca. After two unsuccessful attempts to snare the segment, a bmw guide wire successfully retrieved the separated distal portion, but in the process, the tip of the guide wire broke off and remains in the patient.